Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1; d4; d6a; d6b; h4.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Corrected data: b.5., d1, d4, d6a, d6b., h4, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d4, h4, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted, replaced, and discarded.